Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: no battery was returned with the pump. A test battery was inserted into the pump and no issue was found. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump was emitting sounds from the battery compartment. The reporter stated that after changing the battery, there were noises that sounded like ¿a bottle with a fizzy drink is slightly open and the air is leaking out of it¿. This complaint is being reported because the alleged issue may indicate that there is a power issue with the pump. There was no serious injury associated with this complaint.